Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The account alleges that during placement of a double j-curve ureteral stent over a hydrophilic guidewire the tip detached in the patient. The tip detachment was noticed in the patient kidney by the physician during a follow-up appointment two weeks later. On (B)(6) 2017 the physician admitted the patient and removed the wire fragment from the patient's kidney using a flexible scope with a snare device. The event was not considered life threatening by the physician and did not result in permanent damage to the patient.